Event description:
It was reported the pt had increased pain. An MRI without contrast was performed, and the results showed the catheter tip migrated from the intrathecal space. The catheter was replaced, and the pt recovered without sequela. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).